Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involving a 25 units of spiros closed male luer reported that observation of whitish deposits on the patient, in the bed, etc. The patient did not receive the prescribed dose of 5-fluorouracil. The incident was noted after the scheduled end of the infusion. The patient had skin contact with 5-fluorouracil. The leak was cleaned according to the facility's protocol, using a specific kit. The patient's hospital stay was not prolonged due to this event, and no further medical intervention was required. There was patient involvement and no harm/adverse event reported.